Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located along the abdominal tract of aortic vessel. A 40/7/2/100 equalizer¿ balloon catheter was advanced to treat the lesion. However, during procedure, upon first inflation the balloon rupture at nominal pressure after being inflated for few seconds. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has the balloon damaged , as part of overall visual revision. The balloon was inspected for defects and it was found burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located along the abdominal tract of aortic vessel. A 40/7/2/100 equalizer¿ balloon catheter was advanced to treat the lesion. However, during procedure, upon first inflation the balloon rupture at nominal pressure after being inflated for few seconds. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.